Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additonally, device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2000. Revision of optetrak components due to loosening. This event occurred outside of the us in (B)(6), and was discovered as part of active surveillance.